Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy due to oversensed noise as a result from a suspected right ventricular (rv) lead conductor fracture. High out-of-range pacing impedance measurements were also observed. It was noted that the fracture was suspected due to reported out-of-range impedance and high pacing threshold measurements. The device was deactivated in the interim, during which the patient used a life vest. A revision procedure was later performed in which the lead was surgically abandoned. The device was also explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.